Event description:
It was reported "while performing the greenlight prostate vaporization procedure, there were no complications or issues for the first 45 minutes or so". The anesthesiologist then called out for the crash cart as the patient was coding with a cardiac issue". The greenlight prostate vaporization procedure was ended. The patient was transferred to the ICU. Patient outcome: "cardiac issue". There was no further information reported.